Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with vancomycin injection (1g, intraperitoneal), amikacin injection (500mg start dose followed 100mg in one bag, intraperitoneal) and reflin injection (1g, in one bag, intraperitoneal) for peritonitis. Pd therapy was ongoing. The cause, hospitalization and patient outcome were not reported. No additional information is available.